Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted to treat a thoracic dissection. It was reported approximately 2 years post the index procedure via the dissect-n study that the patient was admitted with abdominal and back pain and it was discovered via a CT that the patient had a type-b dissection extending from the distal end of the thoracic stent into the left common iliac artery. The cause of the event is undetermined. It was noted that the site assessed the event as related to the device, not related to the index procedure and related to the dissection. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received : the primary diagnosis that the patient experienced has been updated to a stent induced new entry tear of the abdominal aorta . The sine was reported as stable in appearance on the 2 and 3 year CT's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received; the patient required prolonged hospitalization and the adverse event has not resolved. The site provided an updated assessment of the type b dissection as not related to the device/ procedure or dissection. The medical monitor have assessed the type b dissection as related to the study device and to the dissection but not related to the procedure. The clinical evaluation committee ( cec) assessed the type b dissection as not related to study device and procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5;additional information received : the site assessed the sine as probably related to the study device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that site review of CT scans from approximately 31 months post-index procedure identified a stent-induced new entry. Extension of the dissection was observed distally. No endoleak or stent migration were noted. The maximum aortic diameter was 65mm. Corelab review of CT imaging from the same date noted a new aortic enlargement of +5.5mm distal to the endograft. No endoleka, stent fracture or stent ring enlargement was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.